Event description:
It was reported that the patient experienced fatigue and bradycardia. It was further reported that the leadless implantable pulse generator (ipg) exhibited failure to capture. The leadless ipg was initially reprogrammed and then inactivated and replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.